Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on (B)(6) 2021 the level sensor log shows many status changes for both the alert and alarm probe. The status was changing from coupled to uncoupled, back to coupled. When the level detection is turned on this will cause a 'level not attached' alert (not alarm) as reported. The log confirms the complaint. Per the supplier evaluation, the sensor was tested and met all required specifications. There were no functional failures noted. It was determined that this is not a supplier issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the red level sensor to function as intended throughout testing. The sensor appropriately alarmed when the fluid level was below the sensor pad. There were no issues noted during testing.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced both level sensors as a precautionary measure. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation. This complaint is related to cr-80776 / MFR#1828100-2021-00083

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the system was continuously alarming 'level sensor not attached'. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.